Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the shocking and feeling of hot water going down the back of their legs was the patient¿s usual neuropathic pain and not related to stimulation. The patient was reprogrammed and this issue was resolved. The representative stated that they suspect lead migration may have occurred as much of the lead produced some rib and belly stimulation. After reprogramming they were able to find an area that covered his usual pain with minimal belly stimulation. The patient was going to evaluate this programming and if it did not work an x-ray and possible revision was being considered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for chronic low back pain, radiculopathy and spinal pain. It was reported that the stimulation has moved up into the stomach and the chest area instead of legs. The event date was unknown. Caller needs to have the ins adjusted because his legs are hurting more now; the event date was provided as probably two months ago. Additionally, a few months to a year ago, patient had the stimulation adjusted but it was not adjusted the way patient like it and it did not work. Caller has been experiencing some different pain, odd pains. A pain on the side of his back like he is getting shocked; the event date was provided as (B)(6) 2018. Caller states it lasts for 2-3 minutes. Caller states that for at least three months, patient sometimes feels a heat, like hot water going down the back of his legs. Caller states he does not know if it is the ins or his bad nerves. Patient was redirected to their hcp to discuss the symptoms. Later, rep reported that patient was going to be seen at the hcp office on (B)(6) 2018. No further complications were reported/anticipated.